Event description:
It was reported that "the staples did not fire." This was found prior to use on the patient. The device was immediately replaced with another product. There was no delay to treatment. The patient's current condition is unknown at time of this report.

Manufacturer narrative:
(B)(4)